Manufacturer narrative:
(B)(4).the device passed the external visual and photographic imaging inspections. System lock was verified. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed.this is the final report.

Event description:
The pt reportedly experienced an infection. The pt's device was explanted. Advanced bionics is currently in the process of obtaining additional info. When additional info is obtained, a supplemental report will be submitted.

Manufacturer narrative:
The patient was reportedly experiencing an active middle ear infection at the time of initial implantation, unrelated to the device. The infection did not resolved and the patient was explanted. The infection has resolved and the patient will be reimplanted at a later date.